Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) was returned with no allegations and initial analysis revealed that this device failed label longevity. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis and device interrogation revealed that the device battery status was elective replacement indicator (eri). A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition.